Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a cardiac perforation occurred. Following the procedure, the patient became hypotensive and the oxygen saturation decreased. An echocardiogram revealed a tamponade, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to ICU and was stabilized. An additional echocardiogram revealed no further effusion. There were no performance issues with any sjm device during the procedure.